Manufacturer narrative:
It was reported that the ventilator was not working properly, the gas modules were replaced and was after that working properly. This information is not specific enough to point to any particular fault. There is no information of which test that failed or any other detailed problem description, the replaced gas modules were not returned for investigation, nor were the device logs. Despite several reminders, the only information received regarding this complaint is the information stated in the complaint form, which is not enough to determine the root cause of the reported failure. Given this, we have not been able to confirm the problem nor can we identify any root cause.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator was not working properly. Patient involvement is unknown. Manufacturer's ref. #: (B)(4).